Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider reported that the patient's device was not working. The patient was not getting pain relief. The patient was indicated for non-malignant pain. No causes, troubleshooting, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.